Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user. Through follow-ups, customer indicated that the unit was on a patient, but customer does not have the patient information.

Manufacturer narrative:
Serial number has been requested. A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.